Event description:
The customer reported that they were receiving high ma error messages after replacing the xray tube and trying to calibrate the tube.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep system was producing high ma error messages. The rep recalibrated the ma sense circuit and redid the filament calibration. He tested it by varing kv and ma throughout ranges without reoccurrence of errors. The system functions as intended.